Event description:
(B)(4). Hysterectomy scheduled (B)(6) 2016 to remove essure. Diagnosed lupus (B)(6) 2016.

Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2015. This is a list of my side effects and symptoms that I have experienced due to essure. Forty lbs weight gain despite no change in diet or activity level; depression; fatigue; pelvic region pain; hair loss; heavy painful periods; reoccurring yeast infections; no sex drive; acne including cystic acne; forgetful all the time. The device is still inside of me as of (B)(6) 2015.